Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Medical records were provided for review. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. In addition, structural valve deterioration, device degeneration, valve stenosis, paravalvular or transvalvular leak, and valve regurgitation are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. While edwards durability testing of sapien 3 valves meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration/deterioration. Valve degeneration/deterioration, including stenosis, is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is a potential adverse event associated with bioprosthesis heart valves per IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and not a design or manufacturing deficiency; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (october 11, 2016). There is no evidence of a design and/or manufacturing deficiency contributing to the reported event. Therefore, risk management file review is completed, no further action is needed. The event for valve degeneration/deterioration was confirmed based on medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 (s3) valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "approximately 6 years 3 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, the patient was worked up due to a failed stenotic valve." Additionally, it was noted that the patient had history of diabetes and hyperlipidemia. These factors are known to increase the risk for valve calcification, which can lead to valve degeneration over time. In this case, available information suggests patient factors (diabetes, hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information that was received. The following section of this report has been corrected: h6 (health effect - clinical code). Additional information was received revealing approximately 6 years 5 months 3 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the patient underwent a valve in valve procedure with a 23 mm sapien 3 ultra valve due to the valve degeneration/deterioration. It was noted that the patient had symptoms of shortness of breath and fatigue. There were procedural complications that occurred during the valve in valve procedure. Please reference related manufacturer report no: 2015691-2023-12193 for the reported esheath+ liner delamination and manufacturer report no: 2015691-2023-12192 for the reported balloon burst with difficulty withdrawing.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years 3 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, the patient was worked up due to a failed stenotic valve. Additional information received via medical records revealed valve degeneration/deterioration as there was observation of increased gradients (mean gradient was 50 mmhg) and mild transvalvular (central) regurgitation. The aortic valve area (ava) was noted to be 1.0 cm2.

Manufacturer narrative:
The investigation is ongoing.